Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used. Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review for model 20027e lot number 20055103 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the customer complaint of the filter on the tpn tubing leaking could not be verified due to the product not being returned for failure investigation. Root cause description: the root cause of this failure could not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: "staff has noted on 2 occasions in the past 3 days that the filter on her tpn line has leaked. The bedside nurses at both times have changed the line/filter."